Manufacturer narrative:
When the investigation has been completed, philips will inform the FDA.

Event description:
Philips received a complaint from the customer in which it was stated that the system wouldn't stop screening. None of the emergency stops worked. Eventually they managed to get it to turned off at the console. The customer mentioned that the patient received too much radiation. Philips was not informed about the amount of extra radiation the patient received due to this problem.

Manufacturer narrative:
During the investigation of this complaint, philips was confirmed that there was no harm to the patient or user due to this reported issue. The procedure was a bronchoscopy examination with the patient under anesthesia. The procedure was delayed by this problem. Because the patient was sedated, patient could not be moved to a different room. A mobile device was used to finish the procedure. This issue happened once. The additional dose was 0.003 gy. The user tried to stop the system with the emergency stop, however this stop is only designed to stop the geometry movement, not the radiation, as indicated in the IFU. The analysis of the log files showed that several warning messages were prompted indicating errors with the footswitch and to call service. The messages were acknowledged by the user and the system continued in use. The system was checked by a field service engineer (fse), the fse found that one of the micro switches in the control room footswitch was stuck permanently on. This was the sole cause of the problem. The fse replaced the footswitch, which solved the issue. Search in the trackwise complaints database has not shown similar complaints. No further actions will be taken by philips as no structural issue has been identified.